Event description:
Note: event date is unk. It was reported to boston scientific corp that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure. According to the complainant, the stent was deployed more proximal than desired, therefore, another competitor's stent was implanted within the wallflex stent to bridge the distal area of concern. Six to eight weeks post implantation, the stent was removed due to pt complications. The pt presented with significant bleeding under / around the stent which required 4 units of blood. He was monitored overnight, released the next day and is reported to be doing fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.